Manufacturer narrative:
Referenced pump exchange was covered under MFR # 2916596-2017-02399. (B)(4). Approximate age of device - 33 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted in to the hospital on (B)(6) 2017 for headaches and weakness. The patient experienced a mycotic aneurysm and septic emboli that led to a subarachnoid hemorrhage. An cerebral angiogram performed on (B)(6) 2017 revealed that no neurosurgical intervention was needed. The patient was doing well without any neurological deficits. The hospital was waiting to inr to become therapeutic with higher goal of 2.5 due to history of clotting and pump exchange. On (B)(6) 2017 inr was 2.78. On (B)(6) 2017, inr was 4.65. The coumadin was held to lower the supratherapeutic's inr. No additional information was provided.